Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s mother that on (B)(6) 2026, the patient experienced elevated blood glucose levels after an unspecified duration of pod wear. Blood glucose was reported to have increased to 535 mg/dl and the patient developed symptoms including vomiting. The patient was subsequently transported to the emergency room at ospedale pediatrico bambino gesù and was diagnosed with ketoacidosis. Treatment during medical evaluation included intravenous fluids and insulin injections. The patient was released the following day, on (B)(6) 2026. The pod involved was removed and is unavailable for investigation.